Event description:
Country of complaint: (B)(6). During the use of the suture, in an inguinal hernia repair, the suture was fraying and then breaks.

Manufacturer narrative:
Manufacturing site evaluation: 5 sealed envelopes received. No units in OEM stock. Samples were subjected to a test of tensile strength in the knot, and determines the maximum voltage value at which the thread breaks. Int his test it is evident that the results obtained from the samples comply with the specification established by the OEM. Testing confirmed that the product tends to fray. This is because some sections of polyproylene thread, there is inadequate polymerization, which can be caused by a temperature differential during the extrusion phase. Determined to be justified. Proper personnel have been notified to further address the issue at the OEM.